Event description:
It was reported the helix of the right ventricular lead would not retract during the implant procedure. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).